Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement and undersensing. It was identified by increasing thresholds. No additional adverse patient effects were reported.